Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the right ventricular lead of an asymptomatic patient. The noise could not be reproduced with isometrics. No intervention was performed; the patient would be monitored.